Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently left off of supplemental #02 MFR. Report. Conclusions; corrected data: this information was incorrectly reported on supplemental #02 MFR. Report.

Event description:
It was reported the device was discarded.

Event description:
It was originally reported the patient was referred for prophylactic generator replacement as it had been implanted for over 9 years. Additionally, it was found in clinic notes that the patient hadn't felt the device "go off" recently. Prior to surgeon on (B)(6) 2016, the m102 generator being explanted did not have diagnostics run prior to replacement. When the new m106 generator was placed on the existing lead, high impedance was observed. Operative notes were received and it was noted the generator was found and dissected out. Initially, inspection of the lead showed no breaks, no bends or kinks in the proximal wiring, as far as the surgeon could see proximally. The lead was removed from the generator by loosening the appropriate set screw. A new generator was connected to the lead, tightened, and secured. The generator was placed back inside of the patient and interrogated. High impedance was noted upon interrogation. The generator was removed from the wires and re-attached again. High impedance was still observed. The surgeon noted they did not have consent from the patient to remove the lead and it was decided to finish the procedure and bring the patient back into surgery if necessary. The device was left off due to the high impedance. The patient was referred for lead replacement, however, this has not occurred to date.

Event description:
The patient went in for lead replacement surgery on (B)(6) 2016. Prior to replacing the lead, the generator was removed from the lead and tested to verify the newly implanted generator was working correctly. After the generator was confirmed to be working correctly, the generator was attached to the lead again and confirmed high impedance. After the lead was confirmed as the issue, the lead was replaced. System diagnostics were tested and found to be within normal limits and everything appeared to be working correctly.